Manufacturer narrative:
(B)(4). Attempts were made to gather thorough event information during complaint processing; the pci was discontinued and rescheduled for considering patient safety and possible complications (obtained on october 4, 2017). The returned guide wire had its coil wire elongated for approximately 15 cm originating from the distal middle solder, and the inner coil wire (which covers the core) was exposed. When the inner coil wire was microscopically observed, it revealed that the core (composed of the core wire and the twist wire) was twisted and wrenched off distal to the inner coil wire soldering. The ball tip was still attached on the distal end of the elongated coil wire; the coil wire remained in one unit. Distal portion of the coil wire was unraveled to observe the core. It found both the core wire and the twist wire were twisted and wrenched off. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received. Based on the obtained information and the investigation outcome, it was presumed that focally accumulated torsion exceeding the product's design limit was inadvertently applied while the guide wire tip was trapped by the cto lesion. The coil wire was assumed to be elongated along removal of the guide wire from the vasculature. There was no indication of product deficiency. When the device was returned to the manufacturer on september 29, 2017, reportable malfunction was recognized; thus, the date of awareness was considered as the date the device returned. IFU states that: - [warnings] if any resistance is felt due to spasm or the guidewire being bent or trapped while operating the guidewire in the blood vessel or removing it, do not move or torque the guidewire. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guidewire is moved excessively, it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel; - [warnings] when torquing the guidewire inside the blood vessel, do not torque continuously in the same direction. This may cause the guidewire to become damaged or break apart, causing injury to the blood vessel or leaving fragments inside the vessel. When torquing the guidewire, rotate it clockwise and counterclockwise alternately. Do not exceed two rotations (720 degrees) in the same direction; and, - [malfunction and adverse effects] separation or breakage of the guide wire.

Event description:
It was reported that the guide wire was used to cross a mild-to-moderately tortuous, moderately calcified cto lesion in the rca. It was followed by a balloon catheter. After the balloon was inflated it was difficult to pull it out from the wire. Both the wire and the balloon catheter were attempted to be retrieved; it was when the wire was found elongated. Reportedly, the patient had been stable.